Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil), and the visual inspection of the touchscreen did not reveal any signs of damage or contamination. The pil technician could not find any issues with touchscreen operations during the diagnostic check as the touchscreen passed all diagnostics and calibration testing. The pil technician confirmed that the suspect touchscreen passed the functional testing per test#3 in the service manual and verified that the touchscreen touch points were aligned on the standard test bed (stb). The pil technician also verified that all touchscreen flex cable circuit resistance verification and resistance ratio measurements were within the specifications and concluded that the touchscreen operated as designed. No fault was found.

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not responding to commands. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the touchscreen was not responding to commands. The customer attempted to calibrate the touchscreen a few times, but the issue remained. The remote service engineer (rse) provided the customer with the part number of the replacement touchscreen for repair. This investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received 08dec2025, the biomedical engineer (bme) ultimately ordered and installed the replacement touchscreen, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.